Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd insulin syringe with the bd ultra-fine¿ needle was found with ¿no thumb press at the end of the plunger.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that there was no thumb press at the end of the plunger. The returned syringe was examined and exhibited a broken thumb press on the plunger rod. A review of the device history record was completed for batch # 6347507. All inspections and challenges were performed per the applicable operations qc specifications. Upon evaluation by qe (B)(4), similar findings to those documented during initial investigation performed at bd (B)(4) were noted. Additionally, damage to the syringe flange, near the cap and thumb-press were noted, exhibited as a diagonal impression in the material. Probable root cause likely to be a jaw jam on the form fill & seal (ffs) during packaging of the product. When such events occur, any portion of the syringe may be involved in the jam and exhibit a varying degree of damage, such as the damage noted with the received sample (broken thumb-press and impression in flange). Sample will be forwarded to manufacturing on 09feb2018 for further review. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Investigation conclusion: probable root causes: for broken plungers dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. Plunger screw jams that would damage plungers, i.e., they break or bend plungers bowed plungers that do not get seated, and get broken off at the delrin wheel.